Event description:
It was reported that the customer was hospitalized (B)(6) 2014 due to low blood glucose levels, kidney issues, and unconsciousness. Customer's blood glucose levels at the time of hospitalization 22mg/dl. The customer also reported that the customer received a battery out limit. Troubleshooting occured. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.